Manufacturer narrative:
Section e: initial reporter details are unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine, the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from healthcare provider (hcp) via a manufacturer representative. Regarding a patient, having nail removal, due to l5 ps fracture. It was reported, that l5 pedicle screw was found to be fractured. And attempts were made to remove the damaged pedicle screw tip by extractor. However, the screw thread did not apply and removal was difficult. After checking the postoperative product, the screw thread inside extractor got stripped more than usual, so the difference between the bumps and dips of the thread was small. So, it might have been difficult to remove. There were no patient symptoms reported. There were no further complications reported regarding the event.

Event description:
2024 sep 3, update received on august 2, the head of the product was removed and subsequently disposed of at the hospital. The damaged ps tip is in the patient's body

Manufacturer narrative:
B5. Desc evt problem d6a, 6b: implant and explant date updated h6: codes updated neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.